Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is september 26, 2002.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a single low out-of-range shock impedance measurement on the right ventricular (rv) lead. No adverse patient effects were reported. Device and lead remain in service.